Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('abdominal discomfort between periods that refers to hypogastric pain that irradiates to both iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increase of her usual dysmenorrhea") and complication of device removal ("device removal incomplete"). The patient was treated with surgery (laparoscopy for essure removal via posterior bilateral salpingectomy, but incomplete). At the time of the report, the abdominal pain lower, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, complication of device removal and dysmenorrhoea to be related to essure. The reporter commented: incomplete removal of both essure devices was performed via laparoscopy followed by posterior bilateral salpingectomy per patient´s request due to an increase of her usual dysmenorrhea and the appearance of abdominal ¿discomfort¿ between periods that refers to hypogastric pain that irradiates both iliac fossa. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 08-jul-2019. The most recent information was received on 17-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('abdominal discomfort between periods that refers to hypogastric pain that irradiates to both iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("increase of her usual dysmenorrhea") and complication of device removal ("device removal incomplete"). The patient was treated with surgery (laparoscopy for essure removal via posterior bilateral salpingectomy, but incomplete). At the time of the report, the abdominal pain lower, dysmenorrhoea and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, complication of device removal and dysmenorrhoea to be related to essure. The reporter commented: incomplete removal of both essure devices was performed via laparoscopy followed by posterior bilateral salpingectomy per patient´s request due to an increase of her usual dysmenorrhea and the appearance of abdominal ¿discomfort¿ between periods that refers to hypogastric pain that irradiates both iliac fossa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.